Manufacturer narrative:
Two of the three wires were returned for evaluation. Examination of the wires determined that each wire had bent during insertion and the fracture initiation had occurred at spiral marks resulting from burnishing when the screw was advanced. No material or mfg problems were found with either wire.